Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on.  There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was that the cable-mounted plug connector, designator p20, of the power/therapy pcb cable was not properly seated to pcb-mounted jack connector, designator j20, of the therapy pcb assembly.  Physio then reseated p20 to j20 which resolved the reported issue.  Physio then completed other, unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.